Event description:
Journal reference: guehl, et al. "Side-effects of subthalamic stimulation in parkinson's disease: clinical evolution and predictive factors" european journal of neurology; 2006; 13; 9 p. 963-917. The article presents study results describing the evolution of side effects in a cohort of 44 patients at 3 and 12 months. The patients, all with advanced parkinsons disease, were being treated with bilateral deep brain stimulation of the stn. A number of patient complications were reported. Reportable event: one patient experienced a small infarction in the left internal capsule resulting in transient motor deficit in the collateral hand which resolved in six months. MRI showed the infarct was outside the recording electrode track. The cause could not be determined. Treatment information was not provided.

Manufacturer narrative:
No medwatch form was received from the user facility; therefore, info on the medwatch form 3500a was completed by medtronic with info from the article.